Event description:
It was reported that a multiday infusor was leaking. After the device was connected to a patient for three days it was discovered that fluid was running freely inside the cylinder. The patient experienced more pain when the pump was not functioning. The morning after the malfunction was observed, a new pump was prepared for the patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A leak was identified at the weld area of the volume indicator port during visual inspection. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the leak from the welded area of the volume indicator port was determined to be a problem with the ultrasonic welder used during manufacturing of the device. The ultrasonic welders were changed later in 2012, after this device was manufactured, and recalibrated in (B)(4) 2013. Should additional relevant information become available, a supplemental report will be submitted.